Event description:
It was reported to boston scientific corporation on jan 23, 2009, that a button replacement gastrostomy device was placed during a peg placement procedure in 2008. According to the complainant, approximately a month and a half after device placement, the cap easily came off of the port resulting in leakage of the pt's stomach contents. Another button replacement gastrostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.